Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2012-00052 to provide information regarding the evaluation of the sample returned from the user facility.

Event description:
The user facility reported that a vessel dissection occurred during an angioplasty procedure to treat the superficial femoral artery (sfa). The user facility report stated: the patient presented with an occluded sfa; patient was initially treated in the catheterization lab using an arthrectomy catheter with balloon; the procedure was "complicated with dissection"; subsequently, the patient was taken to the or for a "distal sfa to below the knee popliteal segment bypass with reverse saphenous vein." Although multiple requests have been made (including in writing), the user facility has not responded to requests for any additional event specific information.

Manufacturer narrative:
Unfortunately, the reported information does not provide any details in regards to what role, if any, the guidewire is thought to have played in the reported vessel dissection. The available information does not indicate that any defect or malfunction of the guidewire device is suspected. However, the device was in use during the reported event which required intervention to prevent a serious injury. Therefore, this report is being submitted as a precautionary measure. It should be noted that 5 other devices were identified as being in use during treatment of this patient, also. The referenced guidewire device was not returned for evaluation and the lot number is not known. Therefore, the failure investigation was limited to assessment of information provided by the user facility and evaluation of a sample of the same product code from a current production run. Inspection and testing of the sample found no defects or anomalies and confirmed that product performance specifications were met. The warnings / precautions section of the instructions-for-use do address the potential for such an event by stating "if any resistance is felt, if the tips behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. If additional information is obtained from the user facility, then a supplemental report will be provided. (B)(4).

Manufacturer narrative:
Results is based upon evaluation the returned sample; based upon testing of a reserve sample. Conclusions based upon evaluation of user facility information and the returned sample; based upon testing of reserve samples. Subsequent to the initial medwatch report, the involved device was returned to the manufacturing facility in (B)(4) for further evaluation. However, the production lot number is still not known by the user facility and cannot be determined by examination of the returned sample without the original packaging. Unfortunately, this prevents a meaningful review of relevant production or complaint records. Evaluation of the returned sample by the manufacturing facility confirmed that the distal portion of the guidewire had been deformed into a flexure. Additional examination and testing of the returned sample found no evidence of any anomalies or defects and performance specifications were met. Although the exact cause cannot be determined based on the available information, the appearance of the return sample is consistent with deformation due to the guidewire being excessively drawn through an object during the procedure. However, the observed deformation did not adversely affect the performance of the guidewire during testing, and therefore, there is no expectation that this would have contributed to the reported vessel dissection. The warnings / precautions section of the instructions-for-use do address the potential for such an event by stating "if any resistance is felt, if the tips behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.